Event description:
Pt scheduled for left tibial calcaneal fusion with intramedullary nail in 2008. Successful fusion with good alignment confirmed with x-ray. Pt experienced unexplained post operative pain and swelling to left thigh and knee. Two months later, x-ray of left tibia and left knee for foreign object. The next day, surgery scheduled the following four days to remove foreign object. Surgery scheduled as left knee open removal metal rod. Diagnosis: retained painful hardware left leg. Prior to surgery performed to remove foreign object. Stryker guide wire (3mm x 800mm smooth tip) had broken into two pieces. Both pieces removed. The stryker guide wires are too big for the t2 stryker retrograde intramedullary nail system reamers. The blunt guide wires essentially become blunt k-wires. Reamers only slide over the guide rods when the reamer is not running.